Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient reported that he thought the device was coming out of his back and that his girlfriend looked at it last night. The patient reported that he had not contacted any healthcare providers (hcp) from the listings previously sent. The patient reported that he fell out of bed not too long ago and could be related to the issue. No further complications were reported.